Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported pump was not getting readings, the sensor and the pump were connected, and started to alarm suspend on low, and a lost sensor alarm(a loss of communication between insulin pump and transmitter). The customer was treated with a carbohyfdrate intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-387a, mmt-7841zn. Troubleshooting was partially performed for difference between glucose values. Blood glucose value was 75 mg/dl, and sensor glucose value was 65 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. The customer did not like to review site selection, taping, insertion and calibrations which were common factors contributing to sensor glucose and blood glucose discrepancies. Troubleshooting was not performed for loss of comunication. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-387a. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.